Event description:
During a surgical procedure, when surgeon inserted the pks plasmasord, he heard a cracking sound. He took out the plasmasord and it was broken in half, no pt harm.

Manufacturer narrative:
The customer returned the device because the insertion tube had broken at the point where it enters the handle body. Visual inspection showed that the insertion tube of the sord had snapped where it entered the handle moulding at the proximal end. This is likely to be due to the application of excessive force. The device appeared to be electrically unused and the graspers appeared to be in an unused condition. There was no evidence of any tissue being passed through the device, or of any incorrect parts being used in assembly or incorrectly assembled. Root cause is attributed to misuse.